Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter faciltity name, address, city/state and zip/post code), block h10 (additional narrative). This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6) . (B)(6) hospital (B)(6). China. Block h6: problem code a04 captures the reportable event of the tip of the device was tilted. Block h10: investigation result. A photo was submitted by the customer showing the navigator device with the dilator distal tip bent. A visual examination of the returned complaint device found that the distal tip was bent. Functional analysis was done and the dilator was removed and reinserted without any issues. Based on the available information, it is possible that the setup factors encountered during the preparation, such as handling manipulation, interaction with other device or an excess of force applied, could have caused these failures and consequently affect the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was unpacked to be used in the pelvis calculi for a transureteroscopic holmium laser lithotripsy with luminal dilation procedure performed on (B)(6) 2021. While unpacking, it was noted that the tip of the device was tilted and could not be used. The procedure ws completed with another navigator access sheath. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was unpacked to be used in the pelvis calculi for a transureteroscopic holmium laser lithotripsy with luminal dilation procedure performed on (B)(6) 2021. While unpacking, it was noted that the tip of the device was tilted and could not be used. The procedure ws completed with another navigator access sheath. There were no patient complications as a result of this event.